Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with the most recent approval. Manufacturer's investigation conclusion: the reported event of a damaged housing on the heartmate power module was confirmed via the returned power module. The heartmate power module (serial number (B)(4)) was returned and evaluated at the european distribution center (edc) on (B)(6)2021. It was noticed that the bottom cover is cracked/damaged and needed to be replaced. The cover was then removed and replaced. The broken bottom cover, along with other components, were returned to ppe for evaluation and the damaged housing was confirmed. The root cause of the reported event could not be conclusively determined through this analysis. There were also incidental findings of fluid ingress in the component, a damaged main printed circuit board (pcb), and damaged internal ac mains. The device history records were reviewed and the records revealed the heartmate power module (serial#: ppm-01271) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the integrity of the power module patient cable. This section also informs the user to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module's bottom housing was cracked and required replacement.